Event description:
The nurse reported to the company's employee that she had to cease known company¿s dressing and company¿s another dressing evaluation on a diabetic patient who had foot plantar ulcer. The dressing was replaced, and the patient was scheduled for review on (B)(6) 2022. Furthermore, it was mentioned that the exudate was copious over three subsequent changes of dressing and that it did not manage this at all. It was stated that the exudate increased when they started using the first dressing and it appeared that the second dressing applied did not handle the increased exudate at all. The tissue integrity had deteriorated, and the peri wound was macerated. Medical attention was required, and new dressings had to be applied as per that. Peri wound maceration and exudate increased with each new dressing. The dressing was the only variance during this time. She felt that the patient had been compliant with her treatment. The duration of use was unknown. No photograph is available at this time.

Manufacturer narrative:
Device 2 of 3. Reporter information: (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary a batch record review was completed and no discrepancies were found. Aquacel foam adh 10x10cm(1x10) nai was manufactured under system application product (sap) code (B)(4) and lot number 2e00269 manufactured on (B)(6) 2022. Lot # 2e00269 was sterilised under run identity (ID) (B)(4) and released on review of results of sterilisation provided by sterilisation company steris. All results were within specification and products were released. No nonconformity was registered during the manufacturing process of lot 2e00269. This is the only complaint for the affected lot registered within database for aquacel not effective, no photographs were received for this complaint. Original samples were requested, but it was confirmed no samples were available, so could not be evaluated in accordance with work instruction (wi). It was therefore not possible to confirm the complaint. No retained samples were available for batch 2e00269, so testing was not possible to confirm the product against specifications. Intermediate material is noted as being within specification from testing. As no nonconformity was identified, no nonconformance record was raised. It is possible that exudate levels described in the complaint may have been higher than expected, but it is the responsibility of the healthcare professional to ensure wounds are dressed and monitored appropriately based upon the exudate levels experienced. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).